Manufacturer narrative:
After a review of the medical records provided, this report will be retracted. The patient received the permanent pacemaker prior to his tavr procedure for a complete heart block found during pre-op testing. There is no allegation an edwards device caused or contributed to the conduction disorder and subsequent ppm placement. It should be noted that the initial 29mm s3 was implanted well with no valve dysfunction.

Event description:
As identified during a call with a patient family member, the patient received a ppm post implant of the 29mm sapien 3 valve. The patient's granddaughter called edwards lifesciences thv patient registry wondering if it is okay for the patient to use power tools. She noted the patient's physician had told him to avoid using a welder - something he did frequently before the operation and wants to do now after the operation. She was wondering if other power tools, or electronic 'garage' tools are safe to be used by an implant recipient. A product quality clinician (pqc) spoke with the granddaughter who called thv patient registry. Immediately the pqc identified her question was related to her grandfather's pacemaker which the granddaughter understood was not an ew product. The date and reason for ppm was not provided.

Manufacturer narrative:
The occurrence date was left blank, as the date in which the permanent pacemaker was implanted and conduction disorder occurrence is unknown. The initial reporter was left blank as only the family members first name was provided. Multiple attempts have been made to request this information. Per the instructions for use (IFU), conduction system defects (heart block ), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in a technical summary written by edwards lifesciences, ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), heart block is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could determine a root cause. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.